Manufacturer narrative:
Samples in stock of this product number were evaluated. This defect is due to the placement of the sheath in the pouch when the feeding bars grab the pouch to feed into the sealing equipment. If the sheath is at an angle in the pouch, the feeding bars would grab the pouch and the sheath and thus cause the pouch to feed into the sealing bars at a slight angle. The root cause of the defect has been determined to only affect the reported product number as it is a longer needle with the longer sheath. We are in the process of implementing a longer pouch to prevent this defect from occurring in the future. Once the longer pouch is implemented the feeding bars will grab the pouch above the sheath on all products. Also a 100% inspection has been implemented prior to boxing the product.

Event description:
Customer reported the pouch is bad sealed. The customer included pictures of the seals they were reporting. The seals were at an angle on the pouch. The customer (a distributor) confirmed they were complete seals, but did not want to cause further confusion for their customers.